Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: drive unit failureadditional text: retained portion of driveline sheath at explantspecific component(s) involved: driveline malfunctionadditional text: portion of driveline sheath was retained at time of explant during heart transplant surgeryother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : surgery to remove retained driveline sheathimplant device type: lvadmalfunction device type: